Manufacturer narrative:
As reported, the patient underwent deployment of an optease inferior vena cava (ivc) filter. Medical records received indicate at the reason for filter placement was long standing deep venous thrombosis in the past and was on chronic anticoagulants. The patient was having a gastric bypass surgery in order to be off anti- coagulation therapy. The filter was placed above the bifurcation and below the renal veins. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the patient profile form (ppf), the filter is in place for more than 90 days, and it is too risky to attempt retrieval. There was one retrieval attempt approximately 4 months after filter placement that was unsuccessful. The patient has fears of possible failure in the future. The extent of any device failure has not been fully documented by the patient¿s treating medical provider. A photograph provided shows the filter is intact approximately 5 years after filter placement. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received from the patient profile form which indicates the filter is in place for more than 90 days, too risky to attempt retrieval. Future perforation and fracture are likely. There was one retrieval attempt approximately 4 months after filter placement. The patient has fears of possible failure in the future. The extent of any device failure has not been fully documented by the patient¿s treating medical provider. Medical records received indicate at the reason for filter placement was long standing deep venous thrombosis in the past and was on chronic anticoagulants. The patient was having a gastric bypass surgery in order to be off anti- coagulation therapy. The filter was placed above the bifurcation and below the renal veins. A photograph provide shows the filter is intact. Additional information is pending and will be submitted within 30 days upon receipt. New event date is given as (B)(6) 2016.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the compliant awareness date.   As reported, the patient underwent deployment of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, caused injury and damages to the patient, including, but not limited to, a failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The implantation date and attempted retrieval date are unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported through the legal department via a legal brief, the patient underwent deployment of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a failed removal attempt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.